Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the heater-cooler system 3t. The event occurred in (B)(6). Through follow-up communication with the service technician in charge, livanova deutschland learned that the reported event occurred on the patient circuit. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message. This issue was identified by a livanova field service representative during routine maintenance. There was no patient involvement.

Manufacturer narrative:
Through follow-up communication with the technician, livanova deutschland learned that the reported event was affecting the cardioplegia side. Thus, the event has been re-evaluated as non reportable.

Event description:
See initial